Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) patient's electrode belt cable was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a strained trunk cable, which damaged connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.